Event description:
It was reported, a dobhoff tube (ref 40-955trak2) ruptured proximally during use. The port had severed from the tube, but the device was removed intact to the tip and replaced. An attempt to unclog the tube had been made prior to discovering the rupture. The adult patient experienced no harm, and no lot number was available. The tube had been placed on (B)(6) 2025, and was replaced on (B)(6) 2025.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. Based on the sample evaluation where it is confirmed the proximal end of the tubing has separated from the base of the 2-port enfit connector. There is a visible ring of adhesive residue on the exterior of the tubing, a process review was conducted to evaluate the potential causes for this failure mode but no inconsistencies were found. The device history record for lot 30367957 was reviewed and the product was produced according to product specifications. The root cause was not identified. All information reasonably known as of 23 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.